Event description:
It was reported that the lead exhibited loss of capture in all configurations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the inner insulation was abraded at 82.2 cm to 82.7 cm from the connector pin which exposed the outer coil.